Event description:
The customer stated, she did not trust the blood glucose readings she was getting from the contour. She had an incident where she woke up in the middle of the night with symptoms of anxiety, muscle aches and feeling bad. She took a blood test on her meter and the reading was 38mg/dl. She ate an apple and candy to stabilize her blood glucose level. The customer was asked to return the test strips for investigation. A new kit was sent to her.